Event description:
On (B)(6) 2024, (B)(6) - device clinic mailed a letter to my husband, (B)(6), letting him know that his carelink cardiac device or home monitor missed a remote transmission. The letter, which was received in the mail on october 24, 2024, provided several phone numbers to call for assistance. As (B)(6) sole caregiver and wife, on october 25, 2024, I called the local (B)(6) team office at (B)(6) and initially spoke with (B)(6). I was told the last device transmission in their records was from (B)(6) 2024. Obviously, I was a bit concerned that almost three months had passed since (B)(6) last device transmission and that we had only received a letter vs. Receiving a phone call. I proceeded to ask (B)(6) if any alerts had been recorded as (B)(6) pacemaker also had a defibrillator. (B)(6) said, "I'll have to transfer you to our pacemaker group" and transferred me to (B)(6). After being transferred I asked (B)(6) "were there any alerts from my husband's device?". (B)(6) checked and said no alerts existed from my husband's pacemaker/defibrillator device. I relayed to (B)(6) that my husband had passed away on (B)(6) and at that time I unplugged his home monitor. (B)(6) told me, "even if the defibrillator failed there should have been a defibrillator failure alert", but there were no alerts. I must admit that I am unbelievably angry, upset and confused as to why this two chamber pacemaker/defibrillator had been surgically implanted in my husband around (B)(6) 2023 to replace his previous single chamber pacemaker when all carelink records indicate it did nothing to prevent my husband death.